Manufacturer narrative:
Citation: henry e. Aryan, m.d. Et al. Corpectomy followed by the placement of instrumentation with titanium cages and recombinant human bone morphogenetic protein-2 for vertebral osteomyelitis, j neurosurg spine 2007; 6:23,30. Rhbmp-2 titanium cage (medtronic pyramesh, depuy spine harms or ulrich spine vb resection expandable) anterior instrumentation (details not provided) posterior instrumentation (details not provided). (B)(4). Multiple products from multiple manufacturers were noted in the literature article. The specific products used in this patient had not been provided at the time of this report. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation.

Event description:
Post-operative complications were reported in a retrospective study of patients with vertebral osteomyelitis. The patients underwent a corpectomy between 2001 and 2005 using rhbmp-2 and titanium cages with either an anterior plate or anterolateral screw-rod reconstruction. It was reported that one patient suffered an intra-operative venous injury that was repaired primarily but that resulted in 50 percent stenosis. The patient suffered transient lower extremity edema, which completely resolved by 3 months. The patient underwent prophylactic placement of an inferior vena cava filter after surgery and underwent venous angioplasty at 6 weeks. Radiography revealed evidence of fusion at the patient's last follow up exam.